Event description:
It was reported that a spectrum pump had a blank screen during an unspecified process step. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection observed a blank screen at power up. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be corrosion on the rear case flex. The rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.